Event description:
It was reported that the tubing had air bubbles detected by the pca. When the tubing was removed, it was porous and pierced above the cassette. Wet cassette. The residual volume was 2000 ml, the volume infused at the time of the incident was 956 ml, and the flow rate was 153 ml/h. There was patient involvement but no harm/adverse event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One sample was received for evaluation. Visual inspection found no damage or defects related to the manufacturing process. Functional testing was unable to confirm the reported problem. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.